Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, h4, h6(investigation findings, component codes & investigation conclusions).

Event description:
It was reported that during installation and while servicing a unit performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a screw missing. There was no patient involvement. Related (B)(4) - (autofill failure). Related (original) (B)(4) (shipping related issue - display failure).

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue resolved the issue by replacing the missing pan head screw (0212-12-0405). The fse continued with set up and installation of the unit. Unit passed all requirements for installation per service manual. Unit is cleared for clinical use and released to customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during installation and unit servicing, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.